Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on the morning of (B)(6) 2022. The patient reported obtaining what they felt were inaccurate high blood glucose readings of ¿200 and 300 mg/dl¿ with the subject meter. The patient stated that they manage their diabetes with a fixed dose of insulin and denied making any changes to their usual diabetes management regimen as a result of the alleged issue. The patient reported that on (B)(6) 2022, after the alleged issue began, they developed symptoms of feeling ¿shaky, hot, sweaty and confused¿; symptoms they associated with hypoglycemia. In response to the symptoms, the patient claimed they self-treated with food and felt better afterwards. The patient mentioned that prior to the start of the alleged issue they had a viral illness that was still affecting them. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. The subject meter could not be ruled out as a cause or contributor to the event.